Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shutdown unexpectedly. The customer plugged the pump in to charge and the pump turned on, however, the touchscreen was unresponsive. The customer turned the pump off, but the pump battery was unresponsive as the pump would not turn on when plugged in to a power source. Customer¿s blood glucose level was 435mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.